Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient felt discomfort and visited the hospital. It was noted that this might be caused by the fact the device had reached elective replacement indicator (eri). The device mode was reprogrammed back. The device subsequently was explanted and replaced. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.